Event description:
It was reported via social media that the patient experienced more pain due to ipg migration. The patient underwent and explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.